Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. In addition, there was liquid contamination on the battery board. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. The root cause of the liquid contamination was the ingress of an unknown liquid. No adverse event resulted from the defective power supply.

Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it would not power on.